Manufacturer narrative:
No medwatch form was received analysis revealed partly fractured sensing coil near the crimp sleeve to the connector ring due to fatigue.

Event description:
It was reported that the patient received inappropriate shocks due to oversensing. The oversensing was reproduced by manipulating the lead connector. The lead was explanted.